Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device #1) used to treat the patient. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex st (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol phasix device or bard/davol composix kugel device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1) on (B)(6) 2015. It is alleged that on (B)(6) 2016 the patient had unspecified injuries and underwent a revision surgery with implant of an unspecified bard/davol phasix mesh. It s alleged that on (B)(6) 2016 the patient underwent surgery with implant of an unspecified bard/davol modified kugel patch. As reported, the patient is only making a claim for an adverse patient outcome against the bard/davol ventralex st (device #1). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."